Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical assessment by (B)(6). 60-year-old male for elective placement of impella 5.5 for high-risk surgery (coronary artery bypass surgery and valve replacement). It was noted that the suture line had dehiscence at the anastomosis on aorta. Re-exploration in or, suture line was reinforced and 3 units of packed red blood cells given. ECMO required in addition to impella 5.5. Impella 5.5 was successfully removed after support without incident.

Manufacturer narrative:
Correction: complaint/patient coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Correction. D1 brand name was corrected accordingly. Note: type of reportable event as previously reported on the initial report remains unchanged.

Manufacturer narrative:
Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information were provided in d4. Upon review, the catalog, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.